Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 9,007 joules. Also, the customer reported the fiber forward fired and/or the fiber was damaged at the tip. No pt injury was reported.